Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during a diagnostic ultrasound suction biopsy, the xray opaque tip of the subject device fell off into the patient. The device fragments were retrieved and the procedure was completed. The customer stated "it took some time" to retrieve the device fragments. The customer reported no patient injury. Additional information is being pursued at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.

Event description:
Additional information received from the customer: the device fragments fell into the patient at the end of the procedure. Biopsy forceps were used to retrieve the device fragments from the patient. The customer reported all fragments retrieved and confirmed by x-ray. The customer reported the device fragmented "during a manual procedure."

Manufacturer narrative:
This supplemental report is being submitted to provide additional information frm the customer, the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The guide sheath was returned for evaluation. The evaluation identified buckling, x-ray opaque chip removed, tube totally crushed and deformed into oval shape, the x-ray opaque chip was crushed and deformed into an elliptical shape. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is presumed the event pointed out (x-ray opaque chip dropout) occurred by the following mechanism: when inserting the inductor, the tip of the inductor was in a bent state. (2) the inductor joint was caught on the x-ray opaque chip. Advance / retreat operation of the inductor and guide sheath with the joint of the inductor caught on the x-ray opaque tip. Some actions such as pulling in the pulling direction were performed. The x-ray opaque tip was pushed and pulled while being caught by the inductor, and the position of the x-ray opaque tip was displaced. Since the x-ray opaque tip was slanted with respect to the tube, when the inductor was pushed out, it was caught by the x-ray opaque tip and fell off. The instructions for use provides the following warning: when inserting a treatment tool or ultrasonic probe into the guide sheath outside the endoscope, when inserting a treatment tool or ultrasonic probe into the guide sheath inserted into the endoscope, when inserting the treatment tool or ultrasonic probe into the guide sheath when advancing or retreating the probe, when pulling out the treatment tool or ultrasonic probe from the guide sheath, keep the tip of the inducer straight in the case of the inducer, and close the cup of the biopsy forceps in the case of the biopsy forceps. In the case of a biopsy brush, pull the brush part into the tube and do it slowly. If you feel any abnormal catching or resistance, do not stick out the treatment tool or ultrasonic probe from the tip of the guide sheath, and stop using it immediately. [The x-ray opaque tip of the guide sheath may be misaligned or fall off. ] when using a guide sheath, do not apply a strong angle to the endoscope. If the resistance is high and it is difficult to insert or remove the ultrasonic probe or treatment tool inserted into the guide sheath and treatment tool into the endoscope, the ultrasonic probe or treatment tool cannot be pulled out from the guide sheath. If so, return the endoscope angle to the point where it can be inserted and removed without difficulty. If it still does not pull out, pull out the guide sheath, ultrasonic probe or treatment tool, and endoscope together from the patient. [The x-ray opaque tip of the guide sheath may be misaligned or fall off. Alternatively, other damage to the equipment may occur. ] when inserting an ultrasonic probe or treatment tool into the guide sheath inserted into the endoscope, slowly move the guide sheath in the field of view of the endoscope or under fluoroscopy, and insert the x-ray opaque tip inside the guide sheath. Insert it after confirming that there are no abnormalities such as misalignment or dislocation. If any abnormality is suspected, discontinue use. After pulling out the guide sheath from the endoscope, buckling or tearing of the tube in the guide sheath, misalignment of the x-ray opaque tip, and falling off, regardless of whether or not the guide sheath is reinserted into the endoscope. Make sure that there are no abnormalities such as. Do not use if any abnormality is suspected. If the x-ray opaque chip has fallen off, check if it has fallen into the body. When inserting the treatment tool into the guide sheath, do not force it if there is significant resistance. Also, do not insert the biopsy forceps with the cup open or with the brush part of the cytopathology brush protruding from the tube. It may lead to damage to the endoscope and this product.

Manufacturer narrative:
This report is being supplemented to provide the device manufacturer date. H4 - the device was manufactured in february of 2022. Olympus will continue to monitor field performance for this device.